Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the clip was not deployed, the vessel locator wings were not collapsed and the plunger was not reset. There were no damages to the open locator wings to suggest that the device might have been pulled out of the artery while the wings were open. During testing, the device was cleaned, re-assembled, and re-deployed successfully. Based on the investigation findings, the device was partially deployed. The probable root cause for the reported product experience is incorrect deployment technique. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after splitting the sheath and pulling back the device, the device came out of the artery before deploying the clip. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.